Event description:
Per the clinic, the patient experienced an episode of meningitis on (B)(6) 2023. The following additional information was received regarding the episodes of meningitis: the patient is reported to have an etiology of bilateral hypoplastic cochlear. There were no reported craniofacial malformations, nor basilar skull fractures. The patient did receive pre-implant immunizations (specific vaccines not reported). The receiver stimulator was drilled to the dura, and it was reported that csf leak intra-operatively. A csf leak occurred intra-operatively and it was cleaned and plugged during the surgery. The meningitis episodes did not occur within 30 days of a neurologic procedure. No vp shunts or lumbar drains were utilized at the onset of meningitis. The patient does not have a pre-implantation history of meningitis. Prior to meningitis, there were signs of fluid in the middle ear. The patient did not have an upper respiratory infection or otitis media prior to meningitis. Csf culture showed growth of streptococcus pneumoniae. After the diagnosis, the patient was hospitalized from (B)(6) 2023, until (B)(6) 2023, in order to receive treatment. The patient was treated with oral, topical, injection and IV antibiotics (specific date and duration not reported), and steroids (specific date and duration not reported). Following discharge, there was no sign of meningitis. The implanted device remains and clinical management of the patient is ongoing.